Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had a loss of coverage. The patient had falls that may have contributed to their loss of coverage and lead migration. The patient's ins and lead were replaced. The issue was resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause of the loss of stimulation was due to the lead migration. The cause of the lead migration was not able to be determined. No further information was reported.